Event description:
See initial report.

Manufacturer narrative:
H.10: the affected unit was sent back to manufacturer for further investigation. No deviation could be found. As per equipment maintenance interventions prevention ribbon cable and encoder board were replaced. Based on all above facts and similar reports from other customers, it cannot be ruled out that the most likely root causes was an intermittent faulty connection between the encoder board and the ribbon cable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in elche (alicante), (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) was giving an error code associated to encoder fault during priming.there was no patient involvement.